Manufacturer narrative:
The device was evaluated at the client site. While at the client site the investigation revealed that the device had been unpacked and the attempted setup performed by a non-qualified person. The device manual does dictate that only qualified health care professional should operate the device. The device was evaluated and found to be safe with no errors. The health care professionals were briefed and the device was released to service.

Event description:
The clinician was treating a patient for muscle strengthening using the vms electrotherapy waveform. The pt who was treating the pt said that she should increase the intensity until she started seeing a muscle spasm. The pt felt an uncomfortable tingling sensation. The clinician terminated the waveform and tried using russian electrotherapy waveform and the same sensation was felt. The parameters for the vms waveform are not known. The parameters for the russian waveform are: frequency 75, duty cycle 50%, cycle time 10/50, ramp 3 sec, constant current.